Manufacturer narrative:
UDI number (B)(4).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation. No parts were returned to the manufacturer.

Event description:
A medtronic representative reported that while outside of a procedure, when performing an instrument inspection in sterile processing, damage was observed on the spine clamp. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.